Event description:
The customer reported that he was diagnosed with diabetic ketoacidosis (dka) and was treated with IV insulin. The customer stayed at the hospital for 24 hours. The customer also reported that the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization for dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.